Event description:
The customer stated that the insulin pump has a malfunction. The blood glucose reading was 200 mg/dl. The patient stated that when the blood glucose levels and carbohydrates are entered, the device beeps. It doesn't seem to get an error messages. The bolus never fires off and the insulin never goes into her body. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.